Event description:
Afferent loop syndrome [afferent loop syndrome]. Strangulation ileus [mechanical ileus]. Abdominal pain [abdominal pain]. Septic shock [septic shock]. Case description: literature-spont report received on (B)(6) 2011 from an hcp regarding an approx (B)(6)-old male pt, initials unk, who experienced abdominal pain, septic shock, strangulation ileus and afferent loop syndrome. The tittle of the literature article from which this report was obtained was not provided. The pt's medical history was not provided. The pt experienced abdominal pain, for which he was hospitalized. The pt experienced septic shock, strangulation ileus and afferent loop syndrome. The outcome of the pt was reported as death (date not provided). The cause of death was not provided. Further info is expected. The product lot number was not reported.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.